Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms or failed battery test alarms noted during testing. Analysis was unable to confirm battery out limit alarms due to keypad anomaly. Moisture damage was noted on motor assembly and electronic assembly. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that they received battery out limit alarm and failed battery test alarm. The customer's blood glucose was 93 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.